Event description:
It was reported that the anesthesia system failed the pressure transducer test during system check out. There was no patient involvement. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4). .

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 ¿ date of implementation of UDI in manufacturing.

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was confirmed in device's logs. System checkout performed after case revealed that multiple subtests failed. One of them was pressure transducer test. It failed due to zero pressure offset drift being outside defined intervals for fresh gas pressure transducer printed circuit board (pcb). The fresh gas pressure transducer measured that zero pressure offset had drifted outside acceptable limits (drifted more than +/-300 mv from factory default), measured offset was approx. 9,9 v. Prior investigations performed for similar failure have found that the cause of this pressure transducer pcb failure is that the pressure sensor on the pcb is broken. However, since defective part has not been returned for the further analysis, the root cause of the pressure transducer pcb failure in this complaint has not been determined. A correction of field # d1 brand name, # d4 version or model # and h4 manufacturer date was required. D1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-I c20. D4 ¿ version or model # - previous version or model #: flow-I c20, corrected version or model #: 6677200. H4 ¿ manufacture date - previous manufacturing date #: 03/30/2022, corrected .manufacturing date #: 12/02/2011.

Event description:
Manufacturer's reference number: (B)(4).